Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported cerebral spinal fluid leakage occurred when the doctor attempted to the place the lead (intended for use) multiple times. In turn, the scs trial procedure was abandoned and a blood patch was performed. It was also noted the patient was asymptomatic, post-op.